Event description:
It was reported that a cadd® cadd-prizm® vip system had a dose button working intermittently. There is no report of any patient involvement.

Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. Upon inspection it was found that all the key on pump keypad worked properly except the dose key. Further investigation of the pump revealed that an intermittent key was the root cause of the issue. Based on the evidence, the compliant was confirmed. The root cause was attributed to the intermittent key.